Manufacturer narrative:
(B)(4).

Event description:
Deflation from surgical instrument resulting in explantation.

Event description:
Deflation from surgical instrument resulting in explantation.

Manufacturer narrative:
The following updates were made to the report: report type, date of this report, manufacturer name, city and state, contact office - name/address/phone number, type of report, type of reportable event, if follow-up, what type, unchecked evaluation summary attached, event problem and evaluation codes, and additional narratives/data. Evaluation summary was removed as an attachment. The evaluation summary is as follows: no manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Explant analysis showed surgical instrument damage of the implant outer shell which resulted in outer lumen deflation.